Event description:
Measurement: 2.62 v. Device has not yet triggered replacement indicator. No daily r wave measurement available. High atrial threshold measured greater than 2.5v at 0.40 ms on (B)(6) 2022. Programmed output is 5.0 vat 1.0 ms. Rv threshold last measured greater than 2.5 vat 0.40 ms on (B)(6) 2022. Measurement is consistent with historical values. Other available daily lead measurements within expected range. Arrhythmia summary: since data last cleared on (B)(6) 2022, based on programmed zones, device detected: 1006 atrial high rate episodes detected, most recent on (B)(6) 2022. See cardiac compass trends for at/af burden. See attached episode list and stored egms for rhythm determination. Possible intermittent oversensing on summed egm. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).